Event description:
The customer's wife called to report that the customer was involved in a car accident after his blood glucose levels went low. The customer was wearing the sensor, and he did not get a low glucose alarm. The wife was advised on the differences between sensor and blood glucose. Unable to upload the insulin pump information at the time of the call, as the customer was at work. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2010-80949 for the report under the insulin pump.